Manufacturer narrative:
The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. The pump then was programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at the pump display matched properly the units left in the test reservoir. No delivery, bolus or basal anomalies were noted during testing. The drive support disk was inspected and no damage or anomaly was noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 36 mg/dl. The customer stated that their blood glucose level dropped while they were asleep. The customer was treated for their blood glucose by paramedics on site. The customer was not admitted in the hospital. The customer was wearing the insulin pump at the time of the incident. The customer believes that their insulin pump is over delivering insulin. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.